Event description:
Procedure type was phacoemulsification only. The inserter cut the intraocular lens (iol) in half during insertion. The iol damage was noticed intraoperatively/during insertion of the iol and while in contact with the patient. No vitrectomy was performed. The original incision of 3.0mm was enlarged so the lens could be grasped with insertion forceps. The enlarged incision size was 3.2mm. Per the operative report, sutures were already planned as part of standard procedure/protocol for astigmatism control and not because of incision enlargement. The original procedure was not complicated in any way, and the plan of surgery was not changed. A second iol of the same model and diopter was successfully implanted. The patient did not notice a decrease in their vision. The patient¿s prognosis is healed well. In the physician's opinion, the most likely cause of the iol damage was that the injector cut off the trailing haptics so the iol was bisected.

Manufacturer narrative:
Additional information to: a2, a3, b3, b5, b6, g4, h2, h10/11. The product has not been returned for evaluation. The conclusions of our original report remain unchanged.

Manufacturer narrative:
The product has not been returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No other events have been reported for this product lot. The root cause of this event could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that the intraocular lens tore while exiting the injector during an implant. The incision was enlarged, and 10.0 nylon sutures were required. There was no patient injury reported. A back up lens of the same model and diopter was successfully implanted. Additional information has been requested, but not received.